Event description:
As reported by the user facility: customer reports "a levophed drip was set up to infuse at 2mcg/kg/min. The nurse programmed the original infusion through the drug library as norepinephrine. The patient's systolic was 70 prior to infusion. Once thr drip was started, the patient's systolic went to 200. The nurse immediately started titrating down even when he got to 0.5mcg/kg/min is still was causing severe hypertension. So he turned it off then the patient's blood pressure went right back down to the 70's systolic. He called for a new bag of meds from pharmacy and decided in the mean time to change out the pump after speaking to the doctor. He started the drip the same way using the drug library, a 2mcg/kg/min and patient responded appropriately. The nurse continued to investigate what happened then he noticed the rate was 3.7ml/hr on the new pump. We went back to the old pump which was still set at 0.5mcg/kg/min and hung a normal saline on it. The pump was running at 46.87ml/hr. The pump was tagged and given to biomed." Biomed attempted to replicate the incident and found that might have been programmed at 25mcg/kg/min. Biomed was also unable to pull the history from that date. Incident date: (B)(6) 2014 no patient injury. MFR report #: 9610825-2014-00267.